Event description:
It was reported that during pre-operative set up, the air hose was connected to the handpiece and when connected to the extension hose, it burst. There was no injury and no surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: an investigation confirmed the reported problem and found the hose burst at the coupling ends. The hose had a high-pressure air leak from the diffuser side. The inner ferrule was found loose/detached from the diffuser side. The instruction manual for handpieces provides the following info to the user: warning: always inspect hose for signs of wear or damage prior to use. Under pressure, a severed or broken hose can whip out of control. Do not use worn or damaged hoses. Replace immediately, or return for repair.